Event description:
Physician was intubating a difficult pt and while performing the laryngoscopy, felt a snap and partially lost visualization. The video laryngoscope was removed and it was observed that a piece was missing. The piece was retrieved with forceps. There was no injury to the pt.